Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii seal was already loosened at the time of opening. A replacement device was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the seal was returned outside the tube. The tip of the last strand of the seal was loose. The plunger was not depressed as the collar was present. There was evidence of blood on the device. Based upon the received condition of the device, the reported failure was confirmed. A lot history record review was completed and there was no nonconformance that could have attributed to the reported failure mode. (B)(4).